Event description:
A trilogy100 ventilator was returned to the philips investigation lab (pil) for further evaluation of the suspected power mgt pca and the detachable battery charging issue was not duplicated. However, the suspect power mgt pca failed a test step at the post test station. It was determined that the underlying issue of test failure at the pil is due to stray current paths. The power mgt pca was scrapped.